Event description:
The customer reported that during a laparoscopic gastric bypass procedure, at times the device did not seal the tissue although endtones, indicating completed seal cycles, were reportedly heard. There was no harm to the patient, and another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws opened and closed normally using the handle. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's reported condition. All seal cycles completed satisfactorily. The device was activated while pressing different areas of the button to detect any problematic activation issues. All seal cycles were completed satisfactorily and endtones were heard, indicating completed seal cycles. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.